Event description:
It was reported that the pt presented to the clinic for follow up after pt notifier was heard. The pt had no known emi exposure. A backup vvi status report did not print. Device image was saved and sent to technical service. Reason for reset spears to be 01, indicating a miscellaneous software error. The pt will continue to be monitored. The device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.